Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
Device related data quality updates only. The UDI information is not available since the device was manufactured before 2015. A correction of field # d1 brand name, # d4 version or model #. D1 brand name. Previous brand name: servo-I, corrected brand name: servo-I base unit. D4 version or model # previous version or model #: servo-I, corrected version or model #: 6487800.

Manufacturer narrative:
On-site investigation was performed by our field service engineer. The claimed issue was reproduced during troubleshooting. According to received service report, the cleaning of the expiratory cassette membrane and inspiratory membrane resolved the issue. The ventilator passed all functional and safety tests and was cleared for clinical use. This failure will be detected during pre-use check and will not affect ventilation. The root cause to the reported issue has not been determined.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).